Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient when in for a colonoscopy about a month ago and the had to turn therapy off for the procedure. The caller mentioned ever since the colonoscopy the patient felt as if his bladder was not emptying completely and the patient had mentioned to the caller he didn¿t think therapy was working. The caller mentioned the patient went to the healthcare professional (hcp) and was it determined by the hcp the patient bladder was not emptying. The caller mentioned they tried getting the patient¿s patient programmer out to check stimulation and they got his stimulation up to 3.8 but didn¿t feel anything. The patient synced with the patient programmer and stimulation was off, on program 1, and at 3.2 v. The caller turned stimulation down to 2.0 before turning stimulation on. The patient increased to 3.8 and the patient did not feel stimulation. It was noted on (B)(6) the caller tried increasing the patient¿s stimulation to 3.8 and the patient did not feel stimulation. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The cause of the patient not feeling stimulation was not determined. The health care professional stated that the not feeling stimulation and retention was resolved with the manufacturing representative on (B)(6)2018. There were no further symptoms or complications reported or anticipated.